Event description:
During cesarean section pencil cautery rocker switch noted to be very hot to touch within 2-3 seconds of use by physician. Physician used a lap sponge to hold pencil for the remainder of surgery. Upon completion of procedure the cautery pen was examined, noted to have brown burn marks on the plastic pencil below the rocker switch. No patient harm. Biomed and manufacturer notified.